Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the heat exchanger is leakingas stated on the repair statement additional malfunction on this device: on/off switch short circuit.